Manufacturer narrative:
Correction to coding as impedance was low out of range, not high.

Event description:
It was reported that there were stored non-sustained ventricular episodes on this implantable cardioverter defibrillator (ICD) system. Upon review of device episode data, technical services (ts) found that there was noise on the right ventricular (rv) lead channel and oversensing that was causing the stored non-sustained ventricular episodes. There was pacing inhibition greater than two seconds observed. Ts recommended further testing of lead in clinic. Patient performed isometric testing where the noise was reproduced. The clinician elected to reprogram the ICD by turning off tachycardia therapy. It was noted that this patient is not rv pacing dependent. It was noted that this patient will be re-evaluated. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, there was an alert for pacing impedance of this rv lead low out-of-range at less than 200 ohms. It was also noted by the health care professional (hcp) that there was a fracture in this lead. There were additional episodes of non-physiological noise with oversensing. Ts recommended further evaluation of this lead in clinic. During clinic visit it was determined to continue to monitor this lead with shock therapy turned off. No adverse patient effects were reported. Currently, this rv lead remains in service.

Event description:
It was reported that there were stored non-sustained ventricular episodes on this implantable cardioverter defibrillator (ICD) system. Upon review of device episode data, technical services (ts) found that there was noise on the right ventricular (rv) lead channel and oversensing that was causing the stored non-sustained ventricular episodes. There was pacing inhibition greater than two seconds observed. Ts recommended further testing of lead in clinic. Patient performed isometric testing where the noise was reproduced. The clinician elected to reprogram the ICD by turning off tachycardia therapy. It was noted that this patient is not rv pacing dependent. It was noted that this patient will be re-evaluated. No adverse patient effects were reported. Currently, this rv lead remains in service. According to additional information, there was an alert for pacing impedance of this rv lead out-of-range. It was also noted by the health care professional (hcp) that there was a fracture in this lead. There were additional episodes of non-physiological noise with oversensing. Ts recommended further evaluation of this lead in clinic. An appointment has been scheduled. No adverse patient effects were reported. Currently, this rv lead remains in service.

Event description:
It was reported that there were stored non-sustained ventricular episodes on this implantable cardioverter defibrillator (ICD) system. Upon review of device episode data, technical services (ts) found that there was noise on the right ventricular (rv) lead channel and oversensing that was causing the stored non-sustained ventricular episodes. There was pacing inhibition greater than two seconds observed. Ts recommended further testing of lead in clinic. Patient performed isometric testing where the noise was reproduced. The clinician elected to reprogram the ICD by turning off tachycardia therapy. It was noted that this patient is not rv pacing dependent. It was noted that this patient will be re-evaluated. No adverse patient effects were reported. Currently, this rv lead remains in service.